Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (adjust belt or check belt messages) was confirmed. As received the monitor was unable to acquire an ECG signal during incoming testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the patient using the monitor was receiving 'adjust belt or check belt messages.'

Manufacturer narrative:
Follow-up report - additional information ((B)(4) 2016): device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal. The cause for the failure and reported messages was isolated to a defective u612 inverting charge pump and c655 capacitor on the computer/analog pca. The root cause for the defective u612 and c655 components could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (adjust belt or check belt messages) was confirmed. As received the monitor was unable to acquire an ECG signal during incoming testing. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the patient using the monitor was receiving 'adjust belt or check belt messages.'